Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed back up operation due to magnetic resonance imaging test being done off label on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. There were no patient consequences.

Event description:
New information noted there was loss of defibrillation therapy.

Manufacturer narrative:
Correction: b5 should have been programming changes made not surgical intervention.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed back up operation due to magnetic resonance imaging test being done off label on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.